Manufacturer narrative:
H3. Product analysis determined that the returned catheter met the requirements for leakage, reflux, pressure flow and valve flux testing. No unusual characteristics were observed. The laboratory technician was unable replicate the field failure conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve/shunt. It was reported that after the ventriculoperitoneal shunt procedure, it was confirmed through imaging that the cerebrospinal fluid flow was poor. As a result, a revision was performed. There was no health damage to the patient.

Manufacturer narrative:
E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.